Manufacturer narrative:
The device has been rec'd, and a f/u report will be submitted when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "do not use", "defib charge failed" and "system unusable" messages. Complainant indicated that there was no pt involvement in the reported malfunction.